Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when, or in which care area, the event occurred. This condition has the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention necessary. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated by baxter service personnel. The root cause of the condition was deterimined to be depleted main batteries. The main batteries and battery harness were replaced to correct the condition.similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.